Event description:
The customer reported that an 840 ventilator had an erratic graphic user interface (gui) display. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and found a pinched cable. The cse adjusted the cable. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).